Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone by customer's spouse that the insulin pump is not delivering while filling the tubing. The customer encountered a no delivery, high blood glucose, blood at site, air bubbles and two bent needles; one had the plunger stuck in the reservoir. The customer's blood glucose was 195mg/dl. The customer stated the air bubbles are bigger than champagne bubbles. Customer stated the insulin pump was not rewound with a reservoir in place. Advised customer that cold insulin can cause air bubbles in the reservoir and tubing which may give inaccurate insulin delivery. Advised customer to allow insulin to get to room temperature before filling the reservoir.